Event description:
Screw from brushhead in mouth while brushing (device breakage). No adverse effect. Case description: a mother reported that when her son was brushing with an oral-b rechargeable toothbrush, version unknown, he got a screw from an oral-b flexisoft brushhead in his mouth. No symptoms developed. On (B)(6) 2014, the mother reported the oral-b flexisoft brushhead had been in use for 2 weeks at the time of the incident.

Manufacturer narrative:
Product and lot number not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.